Manufacturer narrative:
Estimated event date.

Event description:
A patient implanted with a neurostimulator (ins) for unknown symptoms reported that they think their keyless entry system for their new car is interfering with their deep brain stimulation (dbs) device and causing a surge of electrical activity in their head since two or three weeks ago. The feeling in their head bothers the patient. It was noted the patient could be imagining it, but it started happening right when they started to drive the car. The device has not shut off and there haven¿t been any changes in the device¿s functionality. It was noted the patient would go get the keyless entry feature deactivated if the issue continued. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.